Event description:
Recell machine faulted error code w02 at 5 minutes remaining in the machine cycle. Vendor rep present for duration, escalated concerns to avita engineer to troubleshoot, but was unsuccessful in obtaining a sufficient amount of patient's skin from machine. An additional graft had to be obtained. The emergency eject feature recommended to engineer during phone call while experiencing error.